Manufacturer narrative:
The returned product consisted of the agent balloon catheter. Visual and microscopic examination of the device showed blood and contrast in the inflation lumen and guidewire lumen. There was a 15mm tear to the rapid port exchange. Product analysis confirmed the reported events, as there was a tear in the rapid port exchange which extended through both lumens and would cause a leak upon device inflation and is also indicative of an interaction with the guidewire and a tear that length could cause resistance, device interaction, and device advancement. Based on the reported information, the reported event is most likely due to factors encountered during procedural use. IFU review shows the device was used against the device instruction. Per the reported information, it was thought that upon first inflation the balloon ruptured; however, the device was inflated a second time with a result of an air embolism to the patient. Therefore, based on the reported information, and analysis of the returned device, the most probable cause for this complaint, patient effects, and confirmed damage was considered failure to follow instructions.

Event description:
It was reported that a shaft leak occurred causing an air embolism. An agent dcb mr 2.75 x 20.00mm was selected for use during a percutaneous coronary intervention. The target lesion was located in the left anterior descending artery (lad) and was moderately calcified, mildly tortuous, and 50% stenosed. Another agent balloon was advanced in order to perform a kissing balloon procedure. The agent 2.75 x 20.00mm was then advanced, however there was not enough internal diameter to advance in the guide catheter. All devices were removed from the patient, and the agent 2.75 x 20.00mm had the indeflator re-attached. At this point, negative pressure was applied. The agent device was advanced to the target lesion and inflation was attempted, however no inflation occurred. A second inflation was attempted, and the patient went into cardiogenic shock, with air bubbles visible on fluoroscopy. The physician removed the agent device from the patient and administered medication to stabilize the patient. After about five minutes, the patient was stable, and another agent device was used to successfully complete the procedure. Upon examination of the agent device, it was noted that there was a leak near the monorail segment. The patient fully recovered.